Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 2/29/2016. It was report that patient underwent right ureteroscopic laser lithotripsy, multiple ureteral calculi, right retrograde pyelogram, placement of right double-j ureteral stent with aid of fluoroscopy on (B)(6) 2014 due to right ureteral calculus. It was reported that patient underwent temporary placement of left double-j ureteral stent under fluoroscopy with removal postoperatively, eswl to left renal calculus, left proximal ureteral calculus and cup biopsy of left small bladder lesion on (B)(6) 2015 due to left proximal ureteral calculus and left renal calculi. No additional information was provided. (B)(4)